Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bolus with an extended infusion time. It was stated, "the volume infused written on the pump at the end of the bolus (which must have been programmed more than once) was 1459ml when only 1 liter had been given." There was no known patient injury or medical intervention associated with this event. No additional information is available.